Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl defibrillator gave AED mode voice prompts while user attempted to perform manual defibrillation at 200j on a patient. There was no negative patient impact.